Event description:
It was reported that during the device change out it was noted that the lead was "pressed at the beginning of the lead". The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the lead was returned and analyzed. Analysis revealed that the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. (B)(4).